Manufacturer narrative:
E!: initial reporter address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety catheter was leaking. The following information was received by the initial reporter with the verbatim: leakage from injection port and complication like phlebitis is occurring in 24hrs.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan, cp-54 during production. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Leakage from injection port and complication like phlebitis is occurring in 24hrs.